Event description:
It was reported that this right atrial (ra) lead exhibited intermittent loss of capture on a wireless electrocardiogram. Additionally, the health care professional (hcp) was concerned about the atrial output prior to the patient coming into the clinic which may have been subthreshold. The patient is dependent on therapy. At this time, the lead remains in service. No adverse patient effects were reported.